Event description:
Boston scientific received information that during a procedure to revise a different lead, blood was noted in the insulation of this right atrial (ra) lead, near the proximal end. It was noted that the location of the insulation damage was not known, and that it was possible that the lead could have been cut by the physician during the extraction of the patient's right ventricular (rv) lead. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.